Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Correction to d8, information was inadvertently not included on the initial medwatch. The evaluation was completed. During device evaluation, the phenomena were not reproduced. As there are no abnormalities as well as in appearance, we could not determine the cause of the phenomena based on the investigation result. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned but the device evaluation is not yet begun. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, during preparation for use the device the 2d/3d indicator light on the panel did not light up. Only 2d images were available. The image were discolored and yellowish in appearance. There is no patient involvement. The intended procedure was completed with another device without any delay.